Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 12 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.